Event description:
A hospital rep reported that a pt had been using incompatible adc products. It was reported that they purchased incompatible fs lite test strips for use in the pt's fs mini meter that was purchased. They were unaware that the strips were incompatible as they were able to obtain readings. The hospital rep reported in 2009, while on a school trip, readings were obtained using the adc meter; however, no specific readings were reported. It was then reported that the pt experienced a "hypoglycemic" event and was given a glucagon injection "by a responsible person". No specific symptoms were reported for that event and an adc sales rep added from a recent customer f/u that glucagon had been injected "two times in two weeks" referring to more than one medical event. The rep then clarified the pt had "(2) incidents of hypoglycemia and (1) incident of hyperglycemia" for which she was "hospitalized". There is a report of a diagnosis of hypoglycemia; however, it is unclear which medical event that diagnosis is related to. No specific treatment of definitive diagnosis for the pt's hospitalization was reported. Several add'l attempts were made to contact the customer to clarify the medical event(s) and to obtain the adc meter readings.

Manufacturer narrative:
This is an initial report. Product currently under extended investigation. Customer's returned strips and meter that were returned are not compatible. Product investigation requires testing with retain strip lot (831403 expiry 2010/11) and approved control solution lot (8f3p07 expiry 2010/06), further investigations required. A final report will be submitted once investigation is complete.